Event description:
A us distributor contacted zoll to report a patient's pre-existing condition. Patient has lupus and has been prescribed an ointment, triamcinolone. There was no alleged device malfunction. Outcome is unknown. Reporting out of caution.